Manufacturer narrative:
The insulin pump alarmed prime during basic occlusion test due to protruded/loose drive support disk. Unable to perform to prime test due to loose drive support disk. The insulin pump was received with minor scratches on display window, cracked case at display window corner, cracked battery tube threads, cracked reservoir tube lip and cracked belt clip slot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump alarm prime rewind. Customer's blood glucose at time of incident was 127 mg/dl. The customer stated they are receiving a compromised force sensor alarm. The customer stated insulin squirt out during manual prime. The customer was disconnected during prime. The customer stated the device was not bumped or dropped and no water contact. The customer stated the drive support cap appears to be normal. The customer was advised that the device would be replaced. The customer was asked verbally and in written form to return the broken pump for analysis.